Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. C36240-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included epigastric pain, weight gain, constipation, headache, dizziness, photophobia, anxiety, hypoaesthesia, insomnia, chronic tonsillitis, tonsillar hypertrophy, elevated bp, streptococcal tonsillitis, post-traumatic stress disorder, nausea, vomiting, gastroenteritis, dysuria, vaginal irritation, obesity, vaginal bleeding, eye pain, sinusitis, stomach pain, panic attacks, acid reflux (oesophageal), sore throat, streptococcal pharyngitis, myalgia, swallowing difficult, gastrectomy ((B)(6) 2017), adenoidectomy, tonsillectomy, percutaneous endoscopic gastrostomy, irregular menstruation, dysmenorrhea, weight loss, sprain of interphalangeal (joint) of hand, mental disorder nos, low back pain, vaginal discharge abnormality, endometriosis, uti, appendicitis, endometrial ablation, nephrolithiasis, bacterial vaginosis, adnexa uteri cyst and ovarian cystectomy. Concomitant products included ascorbic acid, bupropion, bupropion hydrochloride (wellbutrin), carisoprodol (sonata), fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ketorolac, linaclotide (linzess), lorazepam, lorazepam (ativan), metronidazole, omeprazole, ondansetron, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), tramadol and vitamin b complex (vitamin b). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis: on (B)(6) 2018: impression: no free fluid within the pelvis is seen. No evidence of abscess formation is noted. Slightly prominent endometrium, otherwise unremarkable CT of the abdomen and pelvis.. Hysterosalpingogram: on (B)(6) 2018: impression: the uterine cavity is normal in appearance. Proper position of essure devises, as described above, is identified. Effective occlusion of the uterine tubes bilaterally is confirmed.. Pathology test: on (B)(6) 2018: final diagnosis: right ovarian cyst wall: benign ovarian tissue consistent with cyst wall. Bilateral fallopian tubes with essure: benign tubes with full luminal cross sections and paratubal cysts. Essure coils, received and confirmed (gross only).. Pregnancy test urine: on (B)(6) 2016: negative; on (B)(6) 2018: negative. Ultrasound abdomen: on (B)(6) 2016: impression: contracted gallbladder without findings of cholelithiasis. No biliary tree dilatation. Normal liver. Pancreas not visualized. Ultrasound pelvis: on (B)(6) 2018: impression: 1. There is a large and apparent hemorrhagic cyst arising from the right ovary as described, likely physiologic. Normal blood flow is present within the right ovary as described. The left ovary appears normal and the uterus appears normal. Although a cystic ovarian neoplasm on the right is difficult to exclude, it is felt to be less likely but consideration could be given to follow-up pelvic ultrasound in 6-8 weeks to document resolution or at least a decrease in size of the right ovarian cyst.. Ultrasound scan vagina: on (B)(6) 2018: impression: large right ovarian cyst measuring up to 5.3 cm. This is not significantly changed from yesterday's examination. There is no evidence of torsion or other complication. Given its size, follow-up ultrasound is recommended in 6 weeks to ensure resolution. Mild prominence of the left ovary with normal morphology.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, cramping, menorrhagia, pelvic pain, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a female patient who had essure (batch no. C36240) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included epigastric pain, weight gain, constipation, headache, dizziness, photophobia, anxiety, hypoaesthesia, insomnia, chronic tonsillitis, tonsillar hypertrophy, elevated bp, streptococcal tonsillitis, post-traumatic stress disorder, nausea, vomiting, gastroenteritis, dysuria, vaginal irritation, obesity, vaginal bleeding, eye pain, sinusitis, stomach pain, panic attacks, acid reflux (oesophageal), sore throat, streptococcal pharyngitis, myalgia, swallowing difficult, gastrectomy ((B)(6) 2017), adenoidectomy, tonsillectomy, percutaneous endoscopic gastrostomy, irregular menstruation, dysmenorrhea, weight loss, sprain of interphalangeal (joint) of hand, mental disorder nos, low back pain, vaginal discharge abnormality, endometriosis, uti, appendicitis, endometrial ablation, nephrolithiasis, bacterial vaginosis, adnexa uteri cyst and ovarian cystectomy. Concomitant products included ascorbic acid, bupropion, bupropion hydrochloride (wellbutrin), carisoprodol (sonata), fluoxetine, fluoxetine hydrochloride (prozac), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), hydrocodone bitartrate;paracetamol (norco), ketorolac, linaclotide (linzess), lorazepam, lorazepam (ativan), metronidazole, omeprazole, ondansetron, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel), tramadol and vitamin b complex (vitamin b). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyst"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, depression and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2018: impression: 1. No free fluid within the pelvis is seen. No evidence of abscess formation is noted. Slightly prominent endometrium, otherwise unremarkable CT of the abdomen and pelvis.. Hysterosalpingogram - on (B)(6) 2018: impression: 1. The uterine cavity is normal in appearance. 2. Proper position of essure devises, as described above, is identified. 3. Effective occlusion of the uterine tubes bilaterally is confirmed.. Pathology test - on (B)(6) 2018: final diagnosis: right ovarian cyst wall: benign ovarian tissue consistent with cyst wall. Bilateral fallopian tubes with essure: benign tubes with full luminal cross sections and paratubal cysts. Essure coils, received and confirmed (gross only).. Pregnancy test urine - on (B)(6) -2016: negative; on (B)(6) 2018: negative. Ultrasound abdomen - on (B)(6) 2016: impression: 1. Contracted gallbladder without findings of cholelithiasis. No biliary tree dilatation. 2. Normal liver. 3. Pancreas not visualized.. Ultrasound pelvis - on (B)(6) 2018: impression: 1. There is a large and apparent hemorrhagic cyst arising from the right ovary as described, likely physiologic. Normal blood flow is present within the right ovary as described. 2. The left ovary appears normal and the uterus appears normal. 3. Although a cystic ovarian neoplasm on the right is difficult to exclude, it is felt to be less likely but consideration could be given to follow-up pelvic ultrasound in 6-8 weeks to document resolution or at least a decrease in size of the right ovarian cyst.. Ultrasound scan vagina - on (B)(6) 2018: impression: 1. Large right ovarian cyst measuring up to 5.3 cm. This is not significantly changed from yesterday's examination. There is no evidence of torsion or other complication. Given its size, follow-up ultrasound is recommended in 6 weeks to ensure resolution. 2. Mild prominence of the left ovary with normal morphology.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, cramping, menorrhagia, pelvic pain, ovarian cyst. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs & medical record received: lot no added. New events - abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, pain, other injury(ies) or complication (s) please describe: ovarian cyst were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.